Event description:
The healthcare provider (hcp) reported that the reason for the MRI was for stroke. The hcp noted that the patient's daughter had stated the patient had a problem with the stimulator that was fixed recently. The indications for use were movement disorders and essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.